Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This complaint consists of tht registry data from japan. The data did not contain product part number, lot number, unique device identifier (UDI). As the information was obtained through the registry, no further details can be acquired related to this event. It was reported via the navitor registry from japan that on (B)(6) 2025, a 23mm navitor vision valve was implanted. On (B)(6) 2025, the patient experienced heart block and a permanent pacemaker was implanted.

Manufacturer narrative:
An event of heart block the following day of navitor implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported surgical intervention is a result of a permanent pacemaker implant. There is no indication of a product quality issue with regards to manufacture, design, or labeling.